Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. During a mitraclip procedure, a pericardial effusion occurred which required a pericardiocentesis. The patient has grade 4 functional mitral regurgitation. The transseptal puncture was performed, and after placing a non-(B)(6) (cook amplatz extra stiff wire guide ref thscf-35-260-3-aes) in the pulmonary vein, and prior to inserting the mitraclip devices, a pericardial effusion was observed. It was noted that several attempts to place the wire in the pulmonary vein were required. The procedure was discontinued and a pericardiocentesis was performed. No mitraclip had been inserted into the anatomy during the procedure. It was noted that the patient left the cath lab in stable condition. There were no mitraclip device issues. The physician cannot rule out that the lateral wall was punctured with the stiff wire. There were no performance issues with either the brk needle or the swartz braided sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).